Event description:
It was reported that the foam on the inner sterile pack stuck to the paper wrap and flipped the screw air-born when the package was peeled open. It was reported that the account had to open another +10 body to get a new screw.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product was discarded. If add'l info becomes available, it will be submitted in a supplemental report.